Event description:
It was reported that during an open lobectomy procedure, the device was used for the 'costa' resection. An error sound was heard, the blade was broken off at the same time. As broken piece was retrieved, no pieces were left in the patient's body. The broken piece fell into the thoracic cavity there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
The catheter in question was a st jude, 6f josephson quadripolar, electrophysiology catheter which had been reprocessed by (B)(6). Here is my son's story: my son had a cardiac ablation done at (B)(6) hosp in (B)(6) on (B)(6) 2010. During the procedure, he required a cardioversion. He had the reprocessed st jude catheter in place in his right atrium. An adverse event occurred. Three burns were found in the svc-ra junction region. One had a hole in it. The others within proximity without perforation. Pericardial effusion and tamponade manifested and a decrease in cardiac output was observed. Pericardiocentesis was done but my son deteriorated requiring CPR and emergent sternotomy in the cath lab. While still opened up, he was transported to the operating room where the above findings were noted. I checked your website but could not see an adverse event report filed in regards to a st jude -sud- ep catheter reprocessed by (B)(6). I searched by the usfda 510k but did not see a report filed here either. I would like the us FDA to be aware of this incident as I also filed the report to (B)(6) since again, nobody had voluntarily submitted a report. Could somebody please contact me in regards to the regulations in the us in regards to the time frame that (B)(6) should have filed a report with the us FDA and/or is there another regulatory body that reprocessors report to and if so, could you advise me of this? As well, I am curious as to the "life" of my son's catheter as well as what (B)(6) did to reprocess the catheter that was used on my son. Unfortunately, I have requested the MFR, lot #, serial # etc but have yet to receive this info. I can only provide details based on the (B)(4) study report from (B)(6) hosp. Unk although the ep catheter study report lists the following as equipment used during the procedure: st jude medical, 6f, josephson quad catheters - the catheter in my son's high right atrium was confirmed to be a sud reprocessed by (B)(6) by the surgeon. St jude medical, 71cm, brk-1 transseptal sheath. St jude medical, 8f, sl1 sheath. Boston scientific, 6f, polaris x decapolar. Biosense webster, 7f, celsius d curve. The defibrillator used was a medtronic lifepak 20 per the surgeon. (B)(6)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.